Manufacturer narrative:
H.6. Investigation summary: bd did not receive returned samples or photos from the customer for investigation. Therefore, 20 retain samples were draw tested for low or no draw. All tubes were within specification. Tubes ranged in draw from 4.5003 (ml) ¿ 4.5988 (ml) with a specification range of 4.5 (ml) ¿ 5.5 (ml). The stated label draw of 5.0 ml draw. The device history record was reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Bd is not able to confirm the customers reported failure mode with the retain sample test results. No root cause from the manufacturing process has been identified as a contributor to the underfill.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes while drawing blood, the negative pressure was poor and the collection of blood was very slow. There was no report of patient impact.

Manufacturer narrative:
(B)(6). H3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes while drawing blood, the negative pressure was poor and the collection of blood was very slow. There was no report of patient impact.